Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device confirmed the reported breakage. The investigation did not indicate that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. H10 additional narrative: added: d10. Corrected: h3.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tightening mechanism on the femoral introducer broke off so instrument was in 2 pieces. All pieces will be returned and this did not delay surgery. Also, size 6 cr femur trial broke into 2 pieces. Both pieces will be returned to the office and this did not delay surgery.